Manufacturer narrative:
(B)(4). UDI#: n/a. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Medical records were not provided. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned as per hospital policy.

Event description:
It was reported that during surgery at the time of lag screw insertion, the surgeon turned the t handle and heard a snap. The lag screw inserter broke at the tip and two fragments were seen in the femur with the help of fluoroscopy. It took about 10 minutes to retrieve the fragments and proceed to finish the surgery. There was no delay in surgery. Attempts have been made and no further information has been provided.